Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported getting the 'settings not available' message for about 2 weeks. The patient was not able to increase stimulation. The patient reported she had no falls/no trauma. The patient only has one group and was not able to try other groups. The patient was redirected to their healthcare provider (hcp). No symptoms were reported. Additional information was received form the manufacturing representative (rep) and it was reported that patient reported getting the "unable to provide settings" sign on patient programmer. The rep ran impedance check and it showed electrode 10 was >40000. Reprogrammed around electrode 10 to provide adequate therapy. The issue was resolved.